Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with a heavily calcified 20.7mm annulus and a sinus of valsalva (sov) of 27mm, a balloon aortic valvuloplasty (bav) was performed due to a low left main coronary ostium. After the bav, severe aortic regurgitation (ar) with hypotension was reported. The valve was loaded, confirmed under fluoroscopy and was quickly positioned at a depth of approximately 3mm. Hypotension remained and as the delivery catheter system (dcs) was removed, the valve dislodged. It was reported that one of the paddles had not been fully released before the dcs was removed. Cardiopulmonary resuscitation (CPR) and cardiopulmonary bypass were initiated. The patient briefly stabilized, however significant blood loss had occurred. The patient could not be resuscitated and died shortly thereafter. During the post procedural review of the event, it was reported that the echocardiogram indicated a significant effusion with shadowing around the temporary pacing lead. It was suspected that the cause of death was due to a perforation from the temporary pacing lead that coincided with the bav. The valve dislodgment had distracted the implanting team from uncovering the root cause of the hypotension. An autopsy will be performed. Additional information was received that upon review of fluoroscopy, the paddle was trapped in the pocket by the capsule. The paddle was released, and the valve dislodged when the system was pulled. At the time of deployment, the physician suspected that the continued hypotension was being caused by a splinted leaflet and/or stunned ventricle and decided to remove the system to try and resolve. It was only after the fatality that they realized the hypotension was being caused by tamponade.

Manufacturer narrative:
Upon review for investigation, a concomitant device was added to this event. Other relevant device(s) are: envpro-16, lot number:unknown, use by date:unknown, and UDI number: unknown. Conclusion: a device history record review was not required for the valve as the event description does not indicate a potential manufacturing issue. The delivery catheter system (dcs) was not returned for analysis and the lot number of the dcs was not known. Therefore, a device history record (DHR) review could not be performed on the dcs. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Angiographic records (cines) were submitted for review. The cine review confirmed that the valve was dislodged due to one of the paddles not being fully released as the catheter was pulled out of the ventricle. The evolut system training material instructs the user to slightly push on the delivery system while tuning the deployment knob very slowly to allow the paddles to detach one at a time during deployment. It also instructs, if a paddle does not separate from the paddle attachment, gently push on the system until the valve releases. Hypotension with severe regurgitation occurred on the native valve after the pre-implant balloon aortic valvuloplasty (bav). Hypotension was reportedly due to a splinted leaflet and or stunned ventricle hypotension is a known potential adverse effect per evolutr instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. No case plans were returned for the evaluation that commented on either the valve sizing and or the amount of calcium present in the patient¿s native annulus. Review of the cine images do not show the patient's status or echo images, so it was unable to conclusive determine the cause for the effusion and tamponade. A cardiac tamponade is a known effect that can occur after cardiac procedures and is typically a complication of the procedure not the device. It is highly likely that the tamponade may have been the result of the effusion from the perforation. The report of death at implant was ascertained to be unrelated to the valve or its function; and instead was attributed to the perforation from the temporary pacing lead that coincided with the pre-implant bav. There is no information to suggest a device quality deficiency, misuse or malfunction may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.